Manufacturer narrative:
This lead has not been returned at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high pacing threshold measurements resulting in loss of capture. A revision procedure was performed for a placement of a new rv pacing lead for pacing and sensing. No adverse patient effects were reported.